Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance due to a confirmed fracture. The lead was explanted and replaced. During the procedure, the pace/sense connector of the lead was falling out of the header of the implantable cardioverter defibrillator (ICD), although it was fixed with the setscrew. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.